Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, no capture, high and undefined impedance. Initially, reprogramming was performed, then later the lead was explanted and replaced. No patient complications have been reported as a result of this event.